Event description:
Bottom of impactor broke off, falling inside the wound, but was retrieved.

Manufacturer narrative:
The associated device was returned and evaluated. A visual examination of the returned femoral implant impactor indicated that the bumper fractured near the threaded hole. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A clinical analysis indicated it was communicated that there was no retained foreign body and no delay in the surgical procedure which was completed with the backup device. No impact to patient resulted, therefore, no further medical assessment is warranted. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.